Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-00002. It was reported that the patient was not receiving adequate therapy, due to the l4 drg lead migrating confirmed via x-ray imaging; and the l2 lead showing high impedances. As a result, the patient's leads were explanted and replaced to address the issue. This report is in reference to the l2 lead.